Manufacturer narrative:
This event occurred in (B)(6). Unique identifier - (B)(4). Medwatch field serial number - an additional e601 serial number of (B)(4) was provided. A clarification of the correct serial number has been requested.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas 6000 e 601 module (e601). The erroneous result was reported outside of the laboratory. The sample was aliquoted on a modular pre-analytics (mpa) system and tested on the e601 analyzer, initially resulting as 84.63 ng/l. As there was not enough volume remaining in the primary tube, this tube was poured into a cup and then repeated on the same analyzer, resulting as 21.35 ng/l. A second value of 23 ng/l was provided for this analyzer, but it could not be clarified if this was only and estimate of the repeat result, a repeat result from another analyzer, or an additional repeat result from the same analyzer. A clarification has been requested. The same sample cup was repeated on a different analyzer, resulting as 21 ng/l. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 267654. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer changed the mixing paddle since it was bent. He decontaminated the wash station. The instrument is functioning within specifications based on calibration and control results.